Event description:
A revision surgery was performed to address two broken pedicle screws at s1, pain, and pseudoarthrosis approximately 5 years after installation. Per reporter, the patient was lifting a heavy box when she heard a pop and began to feel pain in her lower back.